Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump usb cable could not charge pump battery. The customer's blood glucose was 72-181 mg/dl. Reportedly, usb cable was replaced to resolve the issue. The customer continued to use the pump for insulin therapy.